Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, open, and itchy skin irritation that contained an or under the lifevest equipment. It was reported that the patient had a staph infection from the ICD and could not get the ICD implanted again until the staph infection cleared up. There was no alleged device malfunction contributing to the irritation. The patient's physician did not believe that the skin irritation was related to the staph infection and prescribed bactrim for the irritation. Follow up indicated that the skin irritation improved.